Event description:
Customer reported via phone, the insulin pump was not working properly since her blood glucose levels have been high. Customer stated, she started treating with more insulin but blood glucose but it wasn't lowering it or raising it remained high. Customer didn't recall her blood glucose level current was below 40 mg/dl. Troubleshooting was performed. Customer didn't have any symptoms and treated with manual injections. Drive support cap was reported normal by the customer. No air bubbles or leaks noted during testing. Customer removed the site and cannula wasn't bent. Attempted to performed high pressure test twice but customer was unable to clamp the tubing correctly as insulin continued to drip. Customer was advised to change the entire set, reservoir, infusion set, and insulin. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.